Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package, the product within the package was a pediatric catheter rather than the 14fr tracheal suction cath 'n sleeve kit. Allegedly, the product catalog number on the box and on the packaging of the product were the same.

Manufacturer narrative:
Received 30 unopened cath' n sleeve suction kits. The reported event was confirmed as manufacturing-related. During the visual inspection the 30 samples were opened and noted that the catheter configuration did not match the current configuration of catalog 0089340, since the catheter included printing numbers, the 14fr catheter requires a plastic sleeve and no printing is required over the catheter. In order to verify the french of the samples received, they were measured with a french gauge. All 30 samples measured 8 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single use. Do not resterilize. Do not use if package is damaged. Not made with natural rubber latex. Sterilized using ethylene oxide" (B)(4).

Event description:
It was reported that upon opening the package, the product within the package was a pediatric catheter rather than the 14fr tracheal suction cath 'n sleeve kit. Allegedly, the product catalog number on the box and on the packaging of the product were the same.